Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
Customer reported via phone call that they experienced high blood glucose level of 479 mg/dl. The customer was treated with insulin shot. Customer reported that the connection of insulin pump and meter did not seem to connect. Troubleshooting was performed. Customer stated that insulin pump was turned off yesterday and had pump error alarm. Customer was able to clear the alarm and able to rewind the insulin pump. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.